Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. Visually inspected lap top ventilator 2 unit found no signs physical damage or misuse. Powered unit into service mode, downloaded/ reviewed power on self test (post) and events trace. Found no issues during review. Switched modes into service and allowed unit to warm up to 103.2°f. Performed vhome trim calibration, was out of range 219/ 4.9lpm (200 ¿ 240/ 4.6± 0.1 lpm). Calibrated vhome trim within specification. Did test case 1 (volume test at 300) per service manual ltv2¿ 2200/2150 series ventilators, failed at section f2 for under delivering measured volume 262ml. Continued by replacing flow valve with a known good flow valve. After the replacement was made allowed the unit to warm back up to temperature 105.1°f. Calibrated vhome trim within specification. Did test case 1 (volume test at 300), passed test. Tidal volume inspired now measures within specification 271ml (spec. 265-335ml). Did test case 2 (volume test at 300), passed test. Vti measured 272. The reported volume issue was duplicated and found flow valve assembly to be creating the volume nonconformance. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that tidal volume inspired (vti) was measured to be below the acceptable range on the lap top ventilator 2200. At this time, there is no information regarding patient involvement associated with the reported event.